Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As noted in b5, the unit was repaired on site and is not scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the power inlet on his olympus maintenance unit was found broken during device maintenance. According to the initial reporter, a technician was on site and was able to successfully repair the device. There was no patient involvement during this event.